Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported on 15-jul-2024 that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Other event dates include 19-jul-2024, 27-jul-2024, 05-aug-2024, 17-aug-2024, 20-aug-2024 and 27-aug-2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.